Manufacturer narrative:
Sc1-cap locked in place properly during testing. Unit powered on successfully after battery installation and no blank display was noted. Unit was successfully downloaded using thump software. However, the adapt tool was unable to be utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call, due to corrupted history files. Upon investigating the pump's raw history files, pump error 43 was found on 10/31/2025 18:04:05.000 through 11/01/2025 16:52:05.000, with several alarms noted. Line=615 file=121. Per software engineering log, pump error 43 was due to error with motor voltage regulator; isolate to motor assembly. However, while testing the unit, no relevant alarms or anomalies were noted. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self-test, active current measurement test, and sleep current measurement test. Per visual inspection, all connectors, including motor flex connector, were plugged in properly and no moisture damage was noted on the electronic assembly or motor assembly. Due to pump error 43, isolate to electronic assembly. Unable to generate power graph due to corrupted history files. The following cosmetic damages were noted: scratched case and pillowing keypad overlay. In conclusion, customer allegations of blank display were not confirmed when unit powered on successfully and no blank display noted. However, customer allegations of pump error 43 were confirmed when pump error 43 alarms were found during download history review. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a screen that went black and received a pump error 43 twice (an error in the motor was detected by reading an unexpected value from the hall sensor). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer was able to successfully clear the alarm and rewind the pump and performed displacement test and completed it. The error table indicated that the pump should be replaced. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer response was that the device will be returned.